Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient outcome the patient underwent heart transplant. Furthermore, it was reported that device or therapy related issues did accelerate the patient on the transplant list. The device will not be returned for evaluation. It was reported that a picture was received of the explanted outflow graft from the doctor asking about the outflow graft being indented after explant. It was reported that the transplant was not due to a device related issue. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo did not reveal a device-related issue that would have been present during patient support. The account reported that the patient underwent a heart transplant on (B)(6) 2021. There were reportedly no device-related issues that elevated the patient on the transplant list and the device reportedly operated as intended. It was reported that post-explant, the surgeon had concern that there may have been an issue with the outflow graft. The submitted photo captured cross-sections of the outflow graft within the outflow graft bend relief, viewing down their lumens. The outflow graft appeared to be kinked with the graft folding in on itself. Although the graft was kinked, the space between the exterior of the graft and the interior of the bend relief created by this kink was not filled with tissue, indicating that the kink was not present during patient support. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. The IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 29jan2021. The current revision of the heartmate 3 left ventricular assist system instructions for use lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo did not reveal a device-related issue that would have been present during patient support. Additionally, a direct relationship between the device and the reported aortic insufficiency (ai) and valve thrombosis could not be conclusively determined through this evaluation. It was reported that post-explant, the surgeon had concern that there may have been an issue with the outflow graft. The submitted photo captured cross-sections of the outflow graft within the outflow graft bend relief, viewing down their lumens. The outflow graft appeared to be kinked with the graft folding in on itself. Although the graft was kinked, the space between the exterior of the graft and the interior of the bend relief created by this kink was not filled with tissue, indicating that the kink was not present during patient support. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. The IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was upgraded on the transplant list due to increasing aortic insufficiency and valve thrombosis. The patient was transplanted as a result of the complication. Surgical pathology confirmed that an outflow graft obstruction had occurred.